Event description:
It was reported to boston scientific corporation that a flexima biliary stent system 7fr x 7cm was used during a drainage procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter stretched as it was retracted for stent deployment, and the stent was unable to be deployed. The procedure was successfully completed with flexima biliary stent system 7fr x 10cm and no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the proximal end of the guide catheter was stretched and broken. The push catheter assembly was kinked. The distal end of the guide catheter was not returned by the customer. Based on similar complaints received, it is likely that the suture embedded inside the distal end of the guide catheter assembly during retraction or deployment activity. This may have potentially caused stretching / breakage of the guide catheter assembly and hindered the deployment of stent. The kinked push catheter assembly was likely due to customer usage of the device based on the analysis of this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.